Event description:
After implants, I have had several issues that mimic autoimmune diseases. Severe leg and feet pain, right side weakness, reduced reflexes, brain fog. I have had scans of my brain and have only been diagnosed with fibromyalgia. I am a nurse and lived a very life before the implants. Now, I have trouble even getting out of bed. These were a replacement set. I had the other ones for 17 years without a single problem. FDA safety report ID # (B)(4).